Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ICD was programmed off, but remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: 693565 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had an alert trigger due to a charge circuit timeout. The device remains in use. No patient complications have been reported as a result of this event.